Event description:
While intravenous immunoglobulin (ivig) was infusing, the patient called nurse into room. Their left hand was extremely swollen, 2 lines of bruising at wrist. The pump had never beeped or given any indications of infiltration. Physician contacted and pharmacy contacted. Ice applied to hand. The swelling went down prior to patient discharge. Bio medical contacted and the pump removed from service until verified that it is working properly. Manufacturer response for infusion pump, sigma spectrum IV pump (per site reporter). Biomed work order states: reason: user complaint that the IV pump did not give an over pressure alarm during therapy when a pt's IV line was infiltrating an extremity. Equip eval: evaluated unit after staff complained that a patient's hand had become infiltrated and swollen during an infusion therapy and the IV pump did not go into an over pressure alarm status, halting the therapy. Equip was tested iaw manufacture's specifications and found to be well within tolerances of accuracy and safety to include the downstream occlusion test. This unit occluded and went into an "over pressure" occlusion alarm status at a measured 10.8 psi. The specifications for this are 13 psi plus or minus 6 psi per page 33 of the technical service manual.